Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system was exhibiting high shock impedances measuring 150 ohms, however, are within normal range. It was noted that the patient has not been seen at this clinic and the last check was four years ago. Technical services recommended performed an x-ray to confirm overall placement. Additionally, review of device data found that the battery of this s-ICD was suspected to be depleting prematurely. Device replacement was recommended. At this time, this system remains in service. No adverse patient effects were reported. This supplemental report is being filed as additional information was received which reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) was explanted and replaced successfully. No additional adverse patient effects were reported.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system was exhibiting high shock impedances measuring 150 ohms, however, are within normal range. It was noted that the patient has not been seen at this clinic and the last check was four years ago. Technical services recommended performed an x-ray to confirm overall placement. Additionally, review of device data found that the battery of this s-ICD was suspected to be depleting prematurely. Device replacement was recommended. At this time, this system remains in service. No adverse patient effects were reported.